Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval.

Event description:
The jetstream g3 was advanced to treat a severely calcified lesion in the superficial femoral artery (sfa). Two passes using both minimum and maximum diameter modes were successfully made with good technique and without incident. A subsequent angiogram revealed no flow in the distal runoff. The g3 device was then being removed using retraction mode but stalled when the tip reached the aortic bifurcation. The device was then stuck on the guidewire and would not retract at all. The g3 and guidewire had to be completely removed together. The physician then used another manufacturer's aspiration catheter to remove emboli in the post-tibial artery and did retrieve several pieces of particulate matter. A larger piece was visualized angiographically in the distal post-tibial at the level of the lateral malleolus that could not be retrieved because the aspiration catheter would not reach. Act was 270 intra-procedure. Final pt outcome was okay and blood flow was restored.